Event description:
It was reported that the devices were used during an unknown procedure. It was reported by the affiliate that the black tubes of the devices cracked. There was not pt consequence.

Manufacturer narrative:
Device not returned for evauation.